Event description:
Medfusion 3500 syringe pump display contributed to 12 hours' worth of lipid infusion being infused over 12 minutes in a newborn. The display is confusing. "12:00" displayed on the pump signifies 12 minutes, yet when you look at any other digital clock, such as your alarm clock, it signifies 12 hours. 12 hours is displayed as 12:00:00 on this pump, but nurses stop entering at 12:00 thinking it's 12 hours. This has now happened again more recently with the same pump type and different staff, which is why I am reporting this now.